Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding for 4 months after insertion"), cervix inflammation ("inflammation of cervix") and cough ("deep cough fever") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 and live birth in 1991. Previously administered products included for contraception: depo provera from 2004 to 2006 and nuvaring from 2002 to 2003. Concomitant products included drospirenone + ethinylestradiol (yasmin) from 2008 to 2009 for contraception. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines worse"). From 2014 until 2015, the patient received clindamycin at an unspecified dose and frequency. In 2016, the patient experienced dysgeusia ("bad taste in mouth"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cervix inflammation (seriousness criterion medically significant), cough (seriousness criterion hospitalization), pelvic pain ("severe and persistent pain"), feeling abnormal ("brain fog/ head stays in a fog"), blister ("unexplained blisters/ break out, swell up, turn red, gets blisters"), skin lesion ("lesions on hands"), hot flush ("hot flashes"), vulvovaginal pain ("stabbing pain at opening of vaginal area"), breast tenderness ("extreme tenderness in breast"), breast mass ("lumps in breast"), pain in extremity ("uncontrollable pain in legs"), peripheral swelling ("swelling of feet"), the first episode of contusion ("bruises of unknown origin"), weight increased ("weight gain"), vision blurred ("blurry vision"), asthenia ("no energy"), constipation ("severe constipation"), mood swings ("major mood swings"), memory impairment ("forgetfulness"), pruritus ("skin on back itches all the time"), urinary incontinence ("inability to hold urine"), vaginal cyst ("marble size cysts at vaginal opening"), vaginal discharge ("discharge and odor from vagina"), vaginal odour ("odour from vagina"), abdominal pain ("severe and persistent abdominal pain"), multiple allergies ("severe allergies"), hypoaesthesia ("numbness"), paraesthesia ("tingling along her spine"), hirsutism ("hair growth on chin"), ill-defined disorder ("unexplained illnesses"), fibromyalgia ("symptoms might be fibromyalgia"), headache ("increased headache/ head pain / headaches"), arthralgia ("joint pain"), the first episode of back pain ("back pain"), fatigue ("extreme fatigue/ exhausted / extreme fatigue"), dysmenorrhoea ("painful periods"), abdominal distension ("massive, severe bloating"), menorrhagia ("prolonged period"), allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel"), depression ("depression"), anxiety ("mental anguish"), pain ("severe and persistent entire body pain (joints, hands, back, knees, hips)/ body ache"), pyrexia ("fever"), nausea ("nausea"), chest pain ("chest pain"), dyspnoea ("breathing has been real labored/ breathing issue"), accident ("stumbled off lost the stairs banister and gashed back open"), the second episode of back pain ("butt bone feels like its broken or seriously bruised after being stuck in spine 5-6 times"), viral infection ("virus"), pleurisy ("pleurisy"), abdominal pain upper ("pain in stomach"), dysstasia ("barely sit or stand / hard to sit to sit or stand for long"), mobility decreased ("barely sit or stand / hard to sit or stand for long periods of time"), lumbar puncture ("spinal tap"), body temperature decreased ("temp runs 95-97.6 below normal"), vomiting ("vomiting"), muscle enzyme decreased ("muscle enzymes low"), the second episode of contusion ("bruises of an unknown origin"), ovarian cyst ("cysts on left ovary"), skin discolouration ("feet are blue when I take off my shoes/ knees hurt all time and swell too, they get really blue on the days my stomach is bloated"), uterine leiomyoma ("3 tumors in uterus / benign fibroids"), skin burning sensation ("some dead skin and I pulled at it and I felt it burn inside"), flatulence ("gas pains"), abdominal pain lower ("a lot of cramping"), sinusitis ("sinus infection"), axillary pain ("armpit that are painful and go away a few weeks"), micturition urgency ("urge to urinate all the time"), rash papular ("lesion on torso"), rash generalised ("rash on body") and neck pain ("neck pain"). The patient was treated with botulinum toxin type a (botox), phentermine, clobetasol, mupirocin, prednisone and valaciclovir. At the time of the report, the genital haemorrhage, cervix inflammation, cough, pelvic pain, feeling abnormal, blister, skin lesion, hot flush, vulvovaginal pain, breast tenderness, breast mass, pain in extremity, peripheral swelling, weight increased, vision blurred, asthenia, constipation, mood swings, memory impairment, dysgeusia, pruritus, urinary incontinence, vaginal cyst, vaginal discharge, vaginal odour, multiple allergies, hypoaesthesia, paraesthesia, hirsutism, ill-defined disorder, fibromyalgia, headache, migraine, arthralgia, fatigue, dysmenorrhoea, abdominal distension, menorrhagia, allergy to metals, depression, anxiety, pyrexia, nausea, chest pain, dyspnoea, accident, the last episode of back pain, viral infection, pleurisy, abdominal pain upper, mobility decreased, lumbar puncture, body temperature decreased, vomiting, muscle enzyme decreased, the last episode of contusion, ovarian cyst, skin discolouration, uterine leiomyoma, skin burning sensation, flatulence, abdominal pain lower, sinusitis, axillary pain, micturition urgency, rash papular, rash generalised and neck pain outcome was unknown and the abdominal pain and pain had not resolved. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, accident, axillary pain, body temperature decreased, cervix inflammation, chest pain, cough, dyspnoea, dysstasia, flatulence, lumbar puncture, micturition urgency, mobility decreased, muscle enzyme decreased, ovarian cyst, pleurisy, sinusitis, skin burning sensation, skin discolouration, uterine leiomyoma, viral infection, vomiting, the second episode of back pain and the second episode of contusion with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, asthenia, blister, breast mass, breast tenderness, constipation, depression, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hirsutism, hot flush, hypoaesthesia, ill-defined disorder, memory impairment, menorrhagia, migraine, mood swings, multiple allergies, nausea, neck pain, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pruritus, pyrexia, rash generalised, rash papular, skin lesion, urinary incontinence, vaginal cyst, vaginal discharge, vaginal odour, vision blurred, vulvovaginal pain, weight increased, the first episode of back pain and the first episode of contusion to be related to essure. The reporter commented: approximately three coils in the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2009: completely blocked/sterile. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records chest pain, dyspnoea, balance disorder, vomiting, spinal pain, viral infection, cough, abdominal pain upper, abdominal distension, dysstasia, mobility decreased, lumbar puncture, body temperature decreased, contusion, ovarian cyst, skin discolouration, skin burning sensation, flatulence, uterine leiomyoma, abdominal pain lower, sinusitis was added fron social media reports. Most recent follow-up information incorporated above includes: on 20-apr-2018: pfs+mr received, reporter added, events added as:- rash papular, rash generalised, neck pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding for 4 months after insertion"), cervix inflammation ("inflammation of cervix") and cough ("deep cough fever") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included clindamycin for allergic reaction. The patient's medical history included gravida I, parity 1 and live birth in 1991. Previously administered products included for contraception: depo provera from 2004 to 2006 and nuvaring from 2002 to 2003. Concurrent conditions included irregular menstruation and uterine bleeding. Concomitant products included drospirenone + ethinylestradiol (yasmin) from 2008 to 2009 for contraception as well as pramipexole dihydrochloride (mirapex) and topiramate. On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines worse"). From 2014 until 2015, the patient received clindamycin at an unspecified dose and frequency. In 2016, the patient experienced dysgeusia ("bad taste in mouth"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cervix inflammation (seriousness criterion medically significant), cough (seriousness criterion hospitalization), pelvic pain ("severe and persistent pain"), feeling abnormal ("brain fog/ head stays in a fog"), blister ("unexplained blisters/ break out, swell up, turn red, gets blisters"), the first episode of skin lesion ("lesions on hands"), hot flush ("hot flashes"), vulvovaginal pain ("stabbing pain at opening of vaginal area"), breast tenderness ("extreme tenderness in breast"), breast mass ("lumps in breast"), pain in extremity ("uncontrollable pain in legs"), peripheral swelling ("swelling of feet"), the first episode of contusion ("bruises of unknown origin"), vision blurred ("blurry vision"), asthenia ("no energy"), constipation ("severe constipation"), mood swings ("major mood swings"), memory impairment ("forgetfulness"), pruritus ("skin on back itches all the time"), urinary incontinence ("inability to hold urine"), vaginal cyst ("marble size cysts at vaginal opening"), vaginal discharge ("discharge and odor from vagina"), vaginal odour ("odour from vagina"), abdominal pain ("severe and persistent abdominal pain"), multiple allergies ("severe allergies"), hypoaesthesia ("numbness"), paraesthesia ("tingling along her spine"), hirsutism ("hair growth on chin"), ill-defined disorder ("unexplained illnesses"), fibromyalgia ("symptoms might be fibromyalgia"), headache ("increased headache/ head pain / headaches"), arthralgia ("joint pain"), the first episode of back pain ("back pain"), fatigue ("extreme fatigue/ exhausted / extreme fatigue"), dysmenorrhoea ("painful periods"), abdominal distension ("massive, severe bloating"), menorrhagia ("prolonged period"), allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel"), depression ("depression"), anxiety ("mental anguish"), pain ("severe and persistent entire body pain (joints, hands, back, knees, hips)/ body ache"), pyrexia ("fever"), nausea ("nausea"), chest pain ("chest pain"), dyspnoea ("breathing has been real labored/ breathing issue"), accident ("stumbled off lost the stairs banister and gashed back open"), the second episode of back pain ("butt bone feels like its broken or seriously bruised after being stuck in spine 5-6 times"), viral infection ("virus"), pleurisy ("pleurisy"), abdominal pain upper ("pain in stomach"), dysstasia ("barely sit or stand / hard to sit to sit or stand for long"), mobility decreased ("barely sit or stand / hard to sit or stand for long periods of time"), vomiting ("vomiting"), the second episode of contusion ("bruises of an unknown origin"), ovarian cyst ("cysts on left ovary"), skin discolouration ("feet are blue when I take off my shoes/ knees hurt all time and swell too, they get really blue on the days my stomach is bloated"), skin burning sensation ("some dead skin and I pulled at it and I felt it burn inside"), flatulence ("gas pains"), abdominal pain lower ("a lot of cramping"), sinusitis ("sinus infection"), axillary pain ("armpit that are painful and go away a few weeks"), micturition urgency ("urge to urinate all the time"), the second episode of skin lesion ("lesion on torso"), rash generalised ("rash on body") and neck pain ("neck pain") and was found to have weight increased ("weight gain"), lumbar puncture ("spinal tap"), body temperature decreased ("temp runs 95-97.6 below normal"), muscle enzyme decreased ("muscle enzymes low") and uterine leiomyoma ("3 tumors in uterus / benign fibroids"). The patient was treated with botulinum toxin type a (botox), clobetasol, mupirocin, phentermine, prednisone, valaciclovir and surgery (da vinci robotic hysterectomy with bilateral salpingectomy). At the time of the report, the genital haemorrhage, cervix inflammation, cough, pelvic pain, feeling abnormal, blister, hot flush, vulvovaginal pain, breast tenderness, breast mass, pain in extremity, peripheral swelling, weight increased, vision blurred, asthenia, constipation, mood swings, memory impairment, dysgeusia, pruritus, urinary incontinence, vaginal cyst, vaginal discharge, vaginal odour, multiple allergies, hypoaesthesia, paraesthesia, hirsutism, ill-defined disorder, fibromyalgia, arthralgia, dysmenorrhoea, menorrhagia, allergy to metals, depression, anxiety, pyrexia, nausea, chest pain, dyspnoea, accident, the last episode of back pain, viral infection, pleurisy, abdominal pain upper, mobility decreased, lumbar puncture, body temperature decreased, vomiting, muscle enzyme decreased, the last episode of contusion, ovarian cyst, skin discolouration, uterine leiomyoma, skin burning sensation, flatulence, abdominal pain lower, sinusitis, axillary pain, micturition urgency, the last episode of skin lesion, rash generalised and neck pain outcome was unknown, the abdominal pain, headache and fatigue was resolving, the migraine and pain had not resolved and the abdominal distension had resolved. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, accident, axillary pain, body temperature decreased, cervix inflammation, chest pain, cough, dyspnoea, dysstasia, flatulence, lumbar puncture, micturition urgency, mobility decreased, muscle enzyme decreased, ovarian cyst, pleurisy, sinusitis, skin burning sensation, skin discolouration, uterine leiomyoma, viral infection, vomiting, the second episode of back pain and the second episode of contusion with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, asthenia, blister, breast mass, breast tenderness, constipation, depression, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hirsutism, hot flush, hypoaesthesia, ill-defined disorder, memory impairment, menorrhagia, migraine, mood swings, multiple allergies, nausea, neck pain, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pruritus, pyrexia, rash generalised, urinary incontinence, vaginal cyst, vaginal discharge, vaginal odour, vision blurred, vulvovaginal pain, weight increased, the first episode of back pain, the first episode of contusion, the first episode of skin lesion and the second episode of skin lesion to be related to essure. The reporter commented: approximately three coils in the intrauterine cavity diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in july 2009: results: completely blocked/sterile. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chest pain, dyspnoea, balance disorder, vomiting, spinal pain, viral infection, cough, abdominal pain upper,abdominal distension, dysstasia, mobility decreased, lumbar puncture, body temperature decreased, contusion, ovarian cyst, skin discolouration, skin burning sensation, flatulence, uterine leiomyoma, abdominal pain lower, sinusitis was added fron social media reports. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, constipation, pelvic pain, most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Reporter information were updated. Outcome of event bloating, headaches, severe and persistent abdominal pain, migraines, fatigue were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding for 4 months after insertion") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 and live birth on (B)(6) 1991. Previously administered products included for contraception: depo provera from 2004 to 2006 and nuvaring from 2002 to 2003. Concomitant products included drospirenone + ethinylestradiol (yasmin) in 2008 for contraception. On (B)(6) 2009, the patient had essure inserted. From 2014 until 2015, the patient received clindamycin at an unspecified dose and frequency. On an unknown date, the patient experienced cervix inflammation (inflammation of cervix) , pelvic pain (severe and persistent pain) depressed level of consciousness ("brain fog"), blister ("unexplained blisters"), skin lesion ("lesions on hands"), hot flush ("hot flashes"), vulvovaginal pain ("stabbing pain at opening of vaginal area"), breast tenderness ("extreme tenderness in breast"), breast mass ("lumps in breast / armpit that are painful and go away a few weeks"), cellulitis ("arm pit go lumps in breast "), pain in extremity ("uncontrollable pain in legs"), peripheral swelling ("swelling of feet"), contusion ("bruises of unknown origin"), weight increased ("weight gain"), vision blurred ("blurry vision"), asthenia ("no energy"), constipation ("severe constipation"), mood swings ("major mood swings"), memory impairment ("forgetfulness"), dysgeusia ("bad taste in mouth"), pruritus generalised ("skin on back itches all the time"), urinary incontinence ("urge to urinate all the time/ inability to hold urine"), vaginal cyst ("marble size cysts at vaginal opening"), vaginal discharge ("discharge and odor from vagina"), vaginal odour ("odour from vagina"), abdominal pain ("severe and persistent abdominal pain"), multiple allergies ("severe allergies"), hypoaesthesia ("numbness"), paraesthesia ("tingling along her spine"), hirsutism ("hair growth on chin "), genital haemorrhage (seriousness criterion medically significant), ill-defined disorder ("unexplained illnesses"), fibromyalgia ("symptoms might be fibromyalgia"),headache (increased headache/ head pain / headaches, migraine (migraines worse), arthralgia (joint pain) , back pain , fatigue (extreme fatigue/ exhausted / extreme fatigue), dysmenorrhoea (painful periods), menorrhagia (prolonged period), abdominal distension (massive, severe bloating), allergy to metals (allergic to nickel/ hypersensitivity reaction to nickel), depression (depression), anxiety (mental anguish), pain (severe and persistent entire body pain (joints, hands, back, knees, hips)/ body ache), pyrexia (fever), nausea (nausea), chest pain (chest pain), dyspnoea (breathing has been real labored/ breathing issue), balance disorder (stumbled off lost the stairs banister and gashed back open), spinal pain (butt bone feels like its broken or seriously bruised after being stuck in spine 5-6 times), viral infection (virus), urisy (pleurisy), cough (deep cough fever), abdominal pain upper (pain in stomach), dysstasia (barely sit or stand / hard to sit to sit or stand for long), mobility decreased (barely sit or stand / hard to sit or stand for long periods of time), lumbar puncture (spinal tap), body temperature decreased (temp runs 95-97.6 below normal), vomiting (vomiting), enzyme abnormality (muscle enzymes low), contusion (bruises of an unknown origin), ovarian cyst (cysts on left ovary), skin discolouration (feet are blue when I take off my shoes/ knees hurt all time and swell too, they get really blue on the days my stomach is bloated), uterine leiomyoma (3 tumors in uterus / benign fibroids), skin burning sensation (some dead skin and I pulled at it and I felt it burn inside), flatulence (gas pains), abdominal pain lower (a lot of cramping), sinusitis (sinus infection) the patient was treated with botulinum toxin type a (botox), phentermine, clobetasol, mupirocin, prednisone and valaciclovir. At the time of the report, cervix inflammation, pelvic pain, depressed level of consciousness, blister, skin lesion, hot flush, vulvovaginal pain, breast tenderness, breast mass, pain in extremity, peripheral swelling, contusion, weight increased, vision blurred, asthenia, constipation, mood swings, memory impairment, dysgeusia, urinary incontinence, vaginal cyst, vaginal discharge, vaginal odour, multiple allergies, hypoaesthesia, paraesthesia, hirsutism, genital haemorrhage, ill-defined disorder, fibromyalgia, headache, migraine, back pain ,fatigue, dysmenorrhoea, menorrhagia, abdominal distension, allergy to metals, depression, anxiety, pain, pyrexia, chest pain, dyspnoea, balance disorder, vomiting, spinal pain, viral infection, cough, abdominal pain upper, dysstasia, mobility decreased, lumbar puncture, body temperature decreased, contusion, ovarian cyst, skin discolouration, skin burning sensation, flatulence, uterine leiomyoma, abdominal pain lower, sinusitis outcome was unknown, the cellulitis had resolved and the abdominal pain had not resolved. No causality assessment was provided for essure. Most recent follow-up information incorporated above includes: on 22-nov-2017: event injury was deleted and event cervix inflammation, pelvic pain, depressed level of consciousness, blister, skin lesion, hot flush, vulvovaginal pain, breast tenderness, breast mass, pain in extremity, peripheral swelling, contusion, weight increased, vision blurred, asthenia, constipation, mood swings, memory impairment, dysgeusia, urinary incontinence, vaginal cyst, vaginal discharge, vaginal odour, multiple allergies, hypoaesthesia, paraesthesia, hirsutism, genital haemorrhage, ill-defined disorder, fibromyalgia, headache, migraine, back pain ,fatigue, dysmenorrhoea, menorrhagia, abdominal distension, allergy to metals, depression, anxiety, pain, pyrexia, chest pain, dyspnoea, balance disorder, vomiting, spinal pain, viral infection, cough, abdominal pain upper, dysstasia, mobility decreased, lumbar puncture, body temperature decreased, contusion, ovarian cyst, skin discolouration, skin burning sensation, flatulence, uterine leiomyoma, abdominal pain lower, sinusitis and cellulitis was added. Case classification change to valid case legal claim received. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.